Manufacturer narrative:
(B)(6). Two samples were received for evaluation. Visual inspection revealed that the pouch was open. Further inspection revealed that the pouch seal was weak. The reported condition was verified for both received samples. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of two (2) solution administration sets was open. The reporter stated that the sealing was faulty. This was noted before use. There was no patient involvement. No additional information is available.